Event description:
In early 2008, this pt was treated for rupture of his extremely tortuous thoracic aorta secondary to a para-anastomotic pseudoaneurysm, as well as aneurysmal degeneration of the thoracoabdominal segment. A gore tag thoracic endoprosthesis was advanced with great difficulty to the proximal landing. It was deployed successfully, but the proximal end was not up to profile. Upon retrieval of the delivery catheter, the proximal edge of the graft became caught on the end of the catheter and was inadvertently infolded into itself proximally. Extravasation of contrast was slowed, but continued on angiography. Another gore tag thoracic endoprosthesis device was attempted to be placed but, as reported by the gore field sales associate, "could not be advanced to the target point secondary to the tortuosity of the aorta. This device was examined and found to be damaged. The deployment string at the leading edge of the graft was found to be severed, and the constraining sleeve was found to be opening up and the leading edge of the graft was starting to deploy." A total of three gore tag thoracic endoprosthesis devices were placed. The pt improved, but remained hypotensive. A transesophageal echogram revealed continued bleeding into the chest. The pt ultimately expired this same day.

Manufacturer narrative:
Additional device involved in this event: tg3420. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.